Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate atp and hv therapy for an svt rhythm. No adverse events were reported. Programming changes were made to prevent future occurrences. Patient is in stable condition.